Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump kept beeping. The insulin pump's back was corroded and when she rewound the insulin pump it made a sound. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.